Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a urinary catheter. The customer reports that the balloon didn't deflate. The balloon was pierced inside the pt with an instrument to allow the device to be removed.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.